Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture and retraction problem could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 12/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon tip allegedly ruptured. It was further reported that balloon allegedly had difficulty in retracting the balloon thru the introducer sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon tip allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.